Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue medication as it was not shown in medbank myqlink (mql). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item did not appear for the selected patient in the patient order list screen. A technical support specialist (tss) guided the customer through medbank myqlink (mql) to verify that no order was present in the patient medication orders list. The customer was advised to contact the ehr team to investigate why the order was not received in mql. The customer stated that the medication would be issued through override. The system functioned as intended after the technical support specialist guided the customer.